Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced hub separation. The following information was provided by the initial reporter. The customer stated: taking blood sample from a PICC line and leur adapter snapped off leaving part of it in the bung which I was unable to get out.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced hub separation. The following information was provided by the initial reporter. The customer stated: taking blood sample from a PICC line and leur adapter snapped off leaving part of it in the bung which I was unable to get out.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 22-mar-2022. Investigation summary bd received one sample and one photo for investigation. The sample and photo were reviewed and the indicated failure mode for broken hub was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of broken hub. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced hub separation. The following information was provided by the initial reporter. The customer stated: taking blood sample from a PICC line and leur adapter snapped off leaving part of it in the bung which I was unable to get out.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for broken hub was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of broken hub. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.